Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the cgm displayed low; however, the bg was 290 mg/dl. The patient felt dizzy but based on her bg value, she self-treated with insulin and recovered without additional interventions. At the time of contact, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.